Manufacturer narrative:
Corrected data: g3 (the correct date in reference to the initial report is july 22, 2024). This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Event description:
Additional information obtained revealed the event occurred during a diagnostic procedure. The intended procedure was successfully completed, and the device was inspected before use.

Manufacturer narrative:
E1: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported no image was displayed, only noise. There were no reports of patient harm.